Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the sharpness of the coring knife was clearly bad. This occurred during implant. Resection was performed with "metchen". There was no health hazard to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Resection was performed with metzenbaum scissors.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), was unable to confirm the report that the knife had bad sharpness, and a specific cause for the reported event could not be conclusively determined. The coring knife, serial number (B)(6), was returned with the protective caps in place on the knife. The coring knife handle was not returned. The coring knife appeared to be in used condition as residue consistent with blood was present on its surface. Microscopic inspection of the cutting edge of the coring knife found no notable imperfections, burs, or rolled edges. Functional testing of the returned coring knife found that it was able to cut a thin polyurethane foam pad without issue. The cut test for the returned knife felt comparable to the same cut test performed with a test knife. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. A correction action/preventative action (CAPA) investigation was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.